Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip causing misalignment of the grips. There was a 0.018¿ offset at the tip. A clip can be properly loaded on the grips. However, the instrument fails the clip test after multiple attempts. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier's clip was not closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the clips opened after being applied. The instrument was inspected prior to use, and everything seemed normal. No harm to patient, because site was aware that there was some issue with instrument, and they could clamp the vessel with a forceps.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.